Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving hydromorphone ( 1 mg/ml at 0.07 mg/day) via an implantable infusion pump. It was reported that the patient's pump had not recovered post magnetic resonance imaging (MRI). It was noted that the pump was critically alarming. The caller stated that the pump was first interrogated about an hour ago and had since been checked about 5 times. No symptoms were reported. No further complications have been reported as a result of this event.